Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0tjag, implanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction/ gastrointestinal. The consumer reported that she had a loss of therapy. The device did not seem to be working for her and she was still "wetting." The patient had been on programs 1 and 4. If she increases it any higher it hurts. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.